Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after changing ilet infusion supplies, with blood glucose rising to approximately 400 mg/dl; the user suspected either a bent cannula or a poor infusion site, and customer care provided troubleshooting and education that guided a successful supply change. Symptoms included elevated blood glucose. Outcomes included no reported injury or need for medical intervention. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed that the specific cause of the high glucose was not determined, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and potential user or infusion-site related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.